Event description:
Customer reported device = 474 mg/dl. Customer went to the emergency room (ER). ER = 347 mg/dl. No treatment was received. Customer ate a sandwich. No controls were used. A request was made for return product and replacement product was sent.